Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Physician inadvertently perforated the aneurysm wall with the guidewire during the procedure.

Event description:
Patient presented with tortuous anatomy. The physician was unable to access with a 25-16-120bl bifurcated device. During attempts to dilate with a balloon, the physician inadvertently lost guidewire access. During reintroduction, the guidewire perforated the aneurysm wall. The patient's blood pressure began to drop and the decision was made to convert to open repair. The patient tolerated the procedure and is reported to be doing well.